Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with an unresponsive act button due to corroded keypad traces. No button error alarm was noted. The pump had a cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
It was reported that the customer had normal blood glucose levels of 101 mg/dl. The customer reported a button error alarm from the insulin pump. No add;l info was provided.